Event description:
The complainant has reported that a male patient, underwent a therapeutic procedure for hemostasis (site unknown). During the procedure the resolution clip device dislodged from the carrier system. The clinician had to cut the catheter at the proximal end of the endoscope. The clip and the shaft were left in the patient. The patient then pulled the device out himself. The clinician then examined the patient to see if there was any internal bleeding. No acute bleeding was detected. Light bleeding which was treated with injection. The patient was listed to be in good condition upon successful completion of the procedure. There is no further information available regarding this event at this time.